Event description:
Caller tested 8.0 inr and 5.7 inr on the coaguchek xs system. Customer's coumadin dose was stopped based on the 8.0 inr result. No adverse event reported. Customer used 2 different strip lots for the results. Customer is not sure which strip lot produced which result. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for strip lot 22208021. Reference medwatch with patient identifier (B)(6) for strip lot 22118521.